Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt with bilateral mandible fractures was implanted on (B)(6) 2011 with plates and screws. One side healed and the other went to non-union/mal-union. The pt was returned to the operating room on (B)(6) 2012 for removal of plates and screws on one side with revision to heavier synthes reconstruction plates. All removed hardware was intact. During the removal process, one of the implanted imf screws broke and was also removed. This is 2 of 14 reports for this event.